Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their ipg explanted and replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as information obtained reveals there is no allegation of device deficiency. Removal of the device is elective to have a contraindicated procedure performed.